Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s power cables being damaged, revealing exposed wiring, was not confirmed. The provided log file contained data spanning approximately 24 days ((B)(6) 2023 ¿ (B)(6) 2024 per timestamp). The low voltage alarms in the log file were confirmed to have activated after prolonged routine use of the 14v li-ion batteries and could not be correlated to the reported damage of the power cable. There were no notable events captured in the log file. The system controller (serial number (B)(6)) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller, and to obtain replacements if needed. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented in with unrelated diagnosis of infection, however advanced practice providers noted multiple low voltage advisories on interrogation. The patient denied sleeping on batteries more than once in a while but did say they let them wear all the way down. However, the patient's driveline and system controller connectors were frayed down to where you can see exposed wire. They noted that the black connector of the controller had exposed wires right at the bend. The site exchanged the patient's controller but noted that their driveline was an absolute mess. Log file review was requested and captured routine events; there were no notable alarm conditions or parameter changes. The log file displayed low battery advisories while tethered on batteries due to depleted batteries in-use / normal battery depletion; including multiple intermittent power cable disconnects while tethered on batteries. Technical services noted that the log file did not display any low voltage alarms. The patient was sleeping on battery power which was not recommended. Regarding the driveline, technical services noted that there were no events displayed in the log file to suggest a potential driveline conductor/wire damage. Rescue tape application was recommended. The site additionally stated that they didn't need to repair the driveline and would just keep watch for now. Related manufacturer reference number: 2916596-2024-00566 (pump)